Event description:
Customer reported device = 398 mg/dl. Customer felt reading was high and went to the hosp. Hosp device = 136 mg/dl. Customer's device = 210 mg/dl and within 5 minutes, a lab = 140 mg/dl. Customer received an IV. Controls were in range. A request was made for return product and replacement product was sent.